Manufacturer narrative:
The insulin pump monitored for three hours and passed all operating currents. No unexpected display anomaly and no screen black display during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 138 mg/dl. The customer was advised to stabilize at room temperature. The customer stated the black screen did not disappear. The customer stated the no screen ever came back up after battery change. The customer change battery 4 different times with no response from the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.